Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances greater than 200 ohms in all shocking configurations. Boston scientific technical services (ts) suspected a fracture. Surgical intervention was performed, and the lead was capped. No adverse patient effects were reported.